Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the treatment tip, the handpiece and system performed as expected. Tip too warm errors were most likely technique related. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in an unsafe condition. Based on the available information, burns and blisters are known possible patient reactions to a thermage treatment.

Manufacturer narrative:
The tip was returned and evaluated. It passed flow, leak and thermistor testing as well as visual inspection. Functional testing was not performed due to a no reps remaining error code. The data log was returned and evaluated. Based on the evaluation of the data, the treatment tip, handpiece and system performed as expected. A review of the device history log is currently in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient received a thermage treatment on their abdomen and experienced burns and blisters. The patient was treated with hydroquinone 4% bid. Post procedure images were reviewed, and crusted lesions scattered around the abdomen area were noted. The doctor stated that is unlikely that the patient will have permanent damage or scarring. The patient was administered alprazolam prior to the commencement of the treatment. The highest energy level setting was 4. The physician stated that during treatment, a few tip attachment to handpiece errors occurred. Approximately one and three-quarter bottles of cryogen and coupling fluid was used during the procedure. The doctor confirmed that the tip was inspected prior to the treatment and nothing was noted. The tip was also inspected four to six times throughout the treatment.